Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 450 mg/dl and hospitalization. Prior to going to hospital, the patient made an insulin correction by using an insulin pen. In hospital, she stayed on a drop and had 7.0 insulin units by the pump, which she says was now normally delivering it (these 7.0 units), but she says that since the day before she was using the pump and was not able to lower her blood glucose as usual. The patient further informed that she had been facing high blood glucose levels after every insulin cartridge exchange for one month already. In addition, she has some little lipodystrophy in the abdomen, where she sometimes inserts the cannula.